Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative reporting that there was no lead fracture nor lead damage identified. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, as part of a clinical study, regarding a patient who was implanted with a neurostimulator. It was reported that during spinal cord stimulation (scs) system interrogation on (B)(6) 2017, it was noticed that electrode #6 was out of range. The device diagnosis was high impedance. They reprogrammed around the electrode and the issue resolved without sequelae on (B)(6) 2017. The etiology was not related to the implant procedure, but related to the device or therapy, specifically the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.